Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic pain/pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included uterine cyst, cholecystectomy, appendectomy and abdominal pain. Concurrent conditions included depression. Concomitant products included alprazolam (zenax) from (B)(6) 2014 to (B)(6) 2017, desvenlafaxine succinate (pristiq), mestranol;norethisterone (ortho novum) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) and sulfamethoxazole;trimethoprim (bactrim). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems-mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems-depression") and back pain ("lower back pain"). The patient was treated with nsaid's, sertraline hydrochloride (zolof), valproate semisodium (depakote) and surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, fatigue, nausea and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received : following events were added: dysmenorrhea (cramping),fatigue, nausea, abdominal pain, urinary tract infection & lower back pain .outcome of the event menorrhagia and vaginal haemorrhage was changed from unknown to recovered/resolved. Treatment drug added. Concomitant product added. Reporter¿s information updated incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included uterine cyst, cholecystectomy, appendectomy, abdominal pain, unilateral leg pain, neck pain, pain in arm, numbness, weakness, flank pain, gravida, parity and multigravida. Concurrent conditions included depression, vomiting, diarrhea, fever, kidney stones, urinary tract infection, bowel obstruction, gastritis, lung nodule, dysuria, abdominal discomfort, nabothian cyst and constipation. Concomitant products included alprazolam (zenax) from (B)(6) 2014 to (B)(6)2017, desvenlafaxine succinate (pristiq), mestranol;norethisterone (ortho novum) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-mental anguish") and back pain ("lower back pain"). The patient was treated with nsaids, sertraline hydrochloride (zolof), valproate semisodium (depakote) and surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the menstrual disorder, depression, anxiety, dysmenorrhoea, fatigue and nausea outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on(B)(6)2020: pif received.outcome updated as recovered of previous events of pain,bleeding and uti based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included uterine cyst, cholecystectomy, appendectomy, abdominal pain, unilateral leg pain, neck pain, pain in arm, numbness, weakness, flank pain, gravida, parity and multigravida. Concurrent conditions included depression, vomiting, diarrhea, fever, kidney stones, urinary tract infection, bowel obstruction, gastritis, lung nodule, dysuria, abdominal discomfort, nabothian cyst and constipation. Concomitant products included alprazolam (zenax) from (B)(6) 2014 to (B)(6) 2017, desvenlafaxine succinate (pristiq), mestranol;norethisterone (ortho novum) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-mental anguish") and back pain ("lower back pain"). The patient was treated with nsaids, sertraline hydrochloride (zolof), valproate semisodium (depakote) and surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the menstrual disorder, depression, anxiety, dysmenorrhoea, fatigue and nausea outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". Concomitant products included paracetamol (acetaminophen). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed in 2013. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received:reporters added and updated patient demographics. Concomitant drug was added. Updated suspect drug inaction. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, did you undergo an essure confirmation test. Updated event onset date, outcome. On 2013, she explanted essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included uterine cyst, cholecystectomy, appendectomy, abdominal pain, unilateral leg pain, neck pain, pain in arm, numbness, weakness, flank pain, gravida, parity and multigravida. Concurrent conditions included depression, vomiting, diarrhea, fever, kidney stones, urinary tract infection, bowel obstruction, gastritis, lung nodule, dysuria, abdominal discomfort, nabothian cyst and constipation. Concomitant products included alprazolam (zenax) from (B)(6) 2014 to (B)(6) 2017, desvenlafaxine succinate (pristiq), mestranol;norethisterone (ortho novum) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-mental anguish") and back pain ("lower back pain"). The patient was treated with nsaids, sertraline hydrochloride (zolof), valproate semisodium (depakote) and surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the menstrual disorder, depression, anxiety, dysmenorrhoea, fatigue and nausea outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome updated as recovered of previous events of pain,bleeding and uti. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent an ablation, hysterectomy, and a device removal due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.